Event description:
A malfunction alarm was reported, identified by a code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code appears again.